Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a motor noise and low battery concerns. The customer reported a hospitalization 6 months prior to the call. The customer was admitted for diabetic ketoacidosis. The customer was unable to troubleshoot and did not provide any further details. The product was not returned for analysis.